Event description:
It was reported that during implant procedure, the left ventricle (lv) lead failed to be separated from a guidewire. The lv lead was not used, and the patient had no consequences.

Manufacturer narrative:
B5 was updated as the lead was intended at left ventricle of the heart.

Event description:
It was reported that during implant procedure, the lead failed to be separated from a guidewire. The lead was not used and the patient had no consequences.

Manufacturer narrative:
Further information was requested but not yet received.